Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's father reported that the insulin pump had been blacking out. Customer's father stated that the insulin pump's screen would turn black and remain black until the battery was replaced. Customer's father also stated that the battery issue of the pump has been causing the customer to have high blood glucose levels due to the insulin pump shutting off. Blood glucose level was 239 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.